Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the thigh on (B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Manufacturer's narrative (b5) it was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.